Manufacturer narrative:
(B)(6).

Event description:
The customer reported 35 v power failure. The customer reported that the unit was not in use on patient at the time of the reported event. The issue found during setup for patient use. There was no patient harm nor delay to therapy reported. The customer contacted product support and requested for service repair. The authorized service personnel reported that the motor controller (mc) board was replaced to address the issue.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported 35 v power failure. The customer reported that the unit was not in use on patient at the time of the reported event. The issue found during setup for patient use. There was no patient harm nor delay to therapy reported. The customer contacted product support and requested for service repair. The authorized service personnel reported that the motor controller (mc) board was replaced to address the issue.